Event description:
The customer received a blood glucose reading of 172mg/dl on the contour meter, re-tested on a different meter and the reading was 70mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Control solution was sent to the customer for further troubleshooting. Product is not expected to be returned for evaluation.

Manufacturer narrative:
Correction of the blood results in the description of the problem: the customer received a blood glucose reading of 281mg/dl on the contour meter, re-tested on a different meter and the reading was 140mg/dl.